Manufacturer narrative:
Pt presented 12 years post implantation with reduced corneal endothelial cells. The cause of the reduced cells could not be determined. The surgeon removed the lens as a precautionary measure.

Event description:
Pt presented 12 years postop with corneal cell loss. Device was removed as a precaution. Cause of cell loss not known.